Event description:
Customer alleged that the battery melted the housing of the device and now that device will not power up. Complainant indicated that there was no pt involvement in the reported malfunction.